Event description:
It was reported that the user¿s ilet pump clip broke and the user perceived irregular blood glucose readings around that time, while the device also displayed ilet alert 49; the agent advised that insulin delivery should not be affected but that the missing clip piece could reduce water resistance, and a replacement pump was shipped. Symptoms included perceived fluctuating blood glucose with reported time in range of 74% and average glucose 80¿90%. Outcomes included provision of troubleshooting and education and shipment of replacement supplies. Investigation included review of the user¿s report and performance education. Investigation of this device revealed a hardware issue involving the external clip and potential enclosure integrity concerns, without evidence of insulin delivery malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device component breakage of the clip leading to a non-clinical usability and enclosure concern.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.